Event description:
It was reported that this patient on peritoneal dialysis (pd) had symptoms of cloudy effluent and was diagnosed with peritonitis. There were no reported allegations that the peritonitis was associated with any issues with fresenius device or product. Additional follow-up attempts were made to the patient¿s associated pd clinic. However, unable to reach the pd nurse. Therefore, follow-up was completed by speaking with the patient¿s wife who confirmed the patient was experiencing cloudy pd effluent and abdominal pain. As a result, the patient was seen in the outpatient pd clinic and was diagnosed with peritonitis. The results of the pd culture were not known. The patient was treated with unspecified antibiotics on an outpatient basis. The patient continues pd with the same cycler without any issues. The patient is reportedly recovering. It was stated the cause of the peritonitis was unknown. However, per the patient¿s wife, the patient did not have any fluid leaks or any issues with fresenius device, or product in relation to the event.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical review: a temporal relationship exists between the liberty select cycler/ liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty select cycler/ liberty cycler set malfunction or product deficiency caused the peritonitis. Based on the available information, the cause of the peritonitis cannot be established. Peritonitis is a well-documented complication in patients undergoing pd therapy which is most often caused by a breach in aseptic technique during the pd exchange.

Event description:
It was reported that this patient on peritoneal dialysis (pd) had symptoms of cloudy effluent and was diagnosed with peritonitis. There were no reported allegations that the peritonitis was associated with any issues with fresenius device or product. Additional follow-up attempts were made to the patient¿s associated pd clinic. However, unable to reach the pd nurse. Therefore, follow-up was completed by speaking with the patient¿s wife who confirmed the patient was experiencing cloudy pd effluent and abdominal pain. As a result, the patient was seen in the outpatient pd clinic and was diagnosed with peritonitis. The results of the pd culture were not known. The patient was treated with unspecified antibiotics on an outpatient basis. The patient continues pd with the same cycler without any issues. The patient is reportedly recovering. It was stated the cause of the peritonitis was unknown. However, per the patient¿s wife, the patient did not have any fluid leaks or any issues with fresenius device, or product in relation to the event.

Manufacturer narrative:
Corrected information provided in h6.